Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch per733 number and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The thread was broken during the procedure use of another device to complete the procedure. There were no patient consequence reported.